Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shocks in different episodes. Technical services (ts) reviewed the available electrograms and observed discarded beats. The field representative discussed that this patient might have required more therapy than this s-ICD provided. Ts noted the episodes were likely not true ventricular tachycardia (vt) and recommended evaluation of an electrophysiologist. It was noted the qrs complex was wide. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and returned. Additional information requested from the field confirmed a non boston scientific procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shocks in different episodes. Technical services (ts) reviewed the available electrograms and observed discarded beats. The field representative discussed that this patient might have required more therapy than this s-ICD provided. Ts noted the episodes were likely not true ventricular tachycardia (vt) and recommended evaluation of an electrophysiologist. It was noted the qrs complex was wide. This s-ICD remains in service. No adverse patient effects were reported.